Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unexpected battery life issues. Blood glucose value was 219 mg/dl at the time of the incident. The customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Troubleshooting was performed and the device will be replaced and returned.

Manufacturer narrative:
Insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify unexpected battery power loss due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.